Event description:
It was reported that the laser unit is not recognizing all laser fibers. Additionally, the laser is making a strange noise and that a laser fiber connector was very hot resulting in a minor burn of health care professional. There was no patient involved.

Event description:
It was reported that the laser unit is not recognizing all laser fibers. Additionally, the laser is making a strange noise, and a laser fiber connector was very hot, resulting in a minor burn of health care professional. Reportedly, it was a minor injury and only required cooling under cold water. However, it was then noticed that there was redness at site of burn, but skin was intact. The patient did not come into contact with laser fiber or console as this was at the end of the procedure.

Event description:
It was reported that the laser unit is not recognizing all laser fibers. Additionally, the laser is making a strange noise, and a laser fiber connector was very hot, resulting in a minor burn of health care professional. Reportedly, it was a minor injury and only required cooling under cold water. However, it was then noticed that there was redness at site of burn, but skin was intact. The patient did not come into contact with laser fiber or console as this was at the end of the procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber ID microswitch was analyzed and received in over all good physical condition. It was noted that there were no visible defects that would contribute to the reported complaint. Additionally, it was connected to the fiber ID microswitch test adapter. The fiber simulator jig screwed in with no issues and passed the conductivity test. The console was field serviced for repair. The focus lens was cleaned and replaced the flash lamp then passed full functional and electrical safety testing. With all the available information the reported event could not be determined. There was no evidence that the device was used in a manner inconsistent with the labelled indications. Based on analysis result, the investigation conclusion code assigned is no problem detected.